Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, nothing was displayed on the screen at the end of the rv threshold test. The physician could not access to any key and had to unplug the programmer to pursue the follow-up. An explanation is required.